Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and pelvic pain ('physical pain,pain') in an adult female patient who had essure (ess205) (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, oligomenorrhea, hypothyroidism and cystitis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016 and levothyroxine sodium (synthroid) since (B)(6) 2015. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury/depression"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci assisted and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the endometritis, psychological trauma, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, allergy to metals and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: as per pfs, she did not undergo any essure confirmation test, but previously results are captured. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: 1. There is a small volume of non lobulated fluid within the upper abdomen seen within the gallbladder fossa and in the space between the stomach and the liver. There is a small amount of free fluid within the lower pelvis. Although this could be reactive fluid, a biliary leak cannot be excluded. A follow-up hepatobiliary nuclear medicine scan might be performed to further assess for biliary leak. 2. No lobulated abscess. 3. Normal appendix. No bowel dilatation. No free air or abscess. 4. Fatty containing umbilical hernia.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: benign cervix. Endometrium with post-ablation changes. Benign bilateral fallopian tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2020: pfs received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and pelvic pain ('physical pain,pain') in an adult female patient who had essure (ess205) (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, oligomenorrhea, hypothyroidism and cystitis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016 and levothyroxine sodium (synthroid) since (B)(6) 2015. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury/depression"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci assisted and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the endometritis, psychological trauma, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, allergy to metals and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: as per pfs, she did not undergo any essure confirmation test, but previously results are captured. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: 1. There is a small volume of non lobulated fluid within the upper abdomen seen within the gallbladder fossa and in the space between the stomach and the liver. There is a small amount of free fluid within the lower pelvis. Although this could be reactive fluid, a biliary leak cannot be excluded. A follow-up hepatobiliary nuclear medicine scan might be performed to further assess for biliary leak. 2. No lobulated abscess. 3. Normal appendix. No bowel dilatation. No free air or abscess. 4. Fatty containing umbilical hernia. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: benign cervix.. Endometrium with post-ablation changes. Benign bilateral fallopian tubes. Lot number: 626811, manufacturing date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and pelvic pain ('physical pain,pain') in an adult female patient who had essure (batch no. 626811) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, oligomenorrhea, hypothyroidism and cystitis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from february 2015 to march 2016, ibuprofen since a(B)(6) 2008, levothyroxine sodium (synthroid) since (B)(6) 2015 and nsaids since (B)(6)2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), depression ("psych injury/depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci assisted and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis and dysmenorrhoea outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, allergy to metals, vaginal infection and vaginal haemorrhage had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: as per pfs, she did not undergo any essure confirmation test, but previously results are captured. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: there is a small volume of non lobulated fluid within the upper abdomen seen within the gallbladder fossa and in the space between the stomach and the liver. There is a small amount of free fluid within the lower pelvis. Although this could be reactive fluid, a biliary leak cannot be excluded. A follow-up hepatobiliary nuclear medicine scan might be performed to further assess for biliary leak. No lobulated abscess. Normal appendix. No bowel dilatation. No free air or abscess. Fatty containing umbilical hernia.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral. Salpingectomy: benign cervix. Endometrium with post-ablation changes. Benign bilateral fallopian tubes.. Lot number: 626811. Manufacturing date: 2008-03. Expiration date: 2010-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome of event depression and anxiety were updated. Concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, oligomenorrhea, hypothyroidism and cystitis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016 and levothyroxine sodium (synthroid) since (B)(6) 2015. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury/depression"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci assisted and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the endometritis, psychological trauma, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, allergy to metals and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: as per pfs, she did not undergo any essure confirmation test, but previously results are captured. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: 1. There is a small volume of non lobulated fluid within the upper abdomen seen within the gallbladder fossa and in the space between the stomach and the liver. There is a small amount of free fluid within the lower pelvis. Although this could be reactive fluid, a biliary leak cannot be excluded. A follow-up hepatobiliary nuclear medicine scan might be performed to further assess for biliary leak. 2. No lobulated abscess. 3. Normal appendix. No bowel dilatation. No free air or abscess. 4. Fatty containing umbilical hernia.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: benign cervix. Endometrium with post-ablation changes. Benign bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received: new events - abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping) were added. Event added from medical record -endometritis.reporter's information, patient demography, lab data, medical history, concomitant condition, concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and pelvic pain ('physical pain,pain') in an adult female patient who had essure (ess205) (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, oligomenorrhea, hypothyroidism and cystitis. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2016 and levothyroxine sodium (synthroid) since (B)(6) 2015. On (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and depression ("psych injury/depression"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci assisted and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the endometritis, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, allergy to metals, vaginal infection and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: as per pfs, she did not undergo any essure confirmation test, but previously results are captured. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: 1. There is a small volume of non lobulated fluid within the upper abdomen seen within the gallbladder fossa and in the space between the stomach and the liver. There is a small amount of free fluid within the lower pelvis. Although this could be reactive fluid, a biliary leak cannot be excluded. A follow-up hepatobiliary nuclear medicine scan might be performed to further assess for biliary leak. 2. No lobulated abscess. 3. Normal appendix. No bowel dilatation. No free air or abscess. 4. Fatty containing umbilical hernia.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: benign cervix. Endometrium with post-ablation changes. Benign bilateral fallopian tubes.. Lot number: 626811 manufacturing date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome for abnormal bleeding(vaginal)updated. Previously coded psych injury pt updated form psychological trauma to depression as it was specified in previous follow up. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, allergy to metals and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events : abdominal pain ,back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, nickel allergy, psych injury, bladder/urinary problems: vaginal infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.